Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a few days of implant, the patient experienced syncopal symptoms, but device interrogation only showed one asystole episode collected the day of implant, which was consistent with undersensing. The device remains in use. No patient complications have been reported as a result of this event.